Event description:
My endocrinologist recommended I use the abbott freestyle libre 2 system to help control my blood sugars. I became suspicious that the system reading was erroneous. I double checked using the bayer contour next finger prick test strips (research showed they were consistently 99% accurate. The deviation between the control and libre 2 ranged from 27% to 200%. My concern is the libre 2 seems to lack quality control as of the 10 sensors I've used 50% were defective. The most recent one sending error messages that the device was not compatible but try again in 10 minutes. This continued for 24 hours before I removed it. Abbott has both replaced all defective sensors and had me ship several back to them for testing. I talked with a senior administrator about the qa issue and was told a 20% deviation is acceptable. This amounts to no sweat at the lower blood sugar reading but when one is in the 200-300 blood sugar range it's potentially terminal. However when the reading is saying 252 and the finger prick says 162 or lower there is a problem. The administrator complained that most users did not read the manual. The english version is 245 pages. It is enough to cause even the most diligent user to throw it in the read later if I need it pile. I had to return one reader to them because there were so many erroneous readings recorded that the displayed date was garbage. Every sensor had a different lot. Others I don't have.